Manufacturer narrative:
Evaluation and assessment of this case was based on log file analysis. The recorded error codes indicate that the supervisor function detected a wrong motor position and forced a shutdown of automatic ventilation. The motor was replaced, and the workstation was returned to use after having passed all tests without further deviations. A wrong motor position may cause damages to the ventilator unit and thus, the device is designed to force a shutdown of automatic ventilation when the supervisor function detect such a deviation during device operation. The shutdown is accompanied by a corresponding alarm to alert the user. Manual ventilation with the built-in breathing bag and the monitoring functions remain available. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported there was a vent fail during a case. There was no patient injury reported.